Event description:
New information received notes that the lead was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-42847, related manufacturer reference number: 2017865-2023-42849. It was reported that patient presented to emergency room after experiencing wound dehiscence. Upon evaluation it was noted that patient's incision was not healed after initial implant of pacemaker and leads. The patient was treated with antibiotics. It was also noted that wound was draining, and incision was opened. Infection was also noted. Patient's pocket was cleaned on (B)(6) 2023. The pocket was again cleaned on (B)(6) 2023. The patient was stable during and after both procedures.